Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons at this time. A new lead was successfully implanted. No additional adverse patient effects were reported.